Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 35 mg/dl and 78 mg/dl, which was treated with food, juice and glucose tablets. Customer also reported that there was low predict message on display screen that did not go away. Customer was assisted with clearing alarm.